Event description:
The customer reported the nozzle was clogged. The issue was observed after use in a diagnostic enteroscopy procedure. There was no delay to the procedure, and no patient or user injury was reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s issue, and found the nozzle was clogged with foreign material that could not be flushed out or removed. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The event may be detected by following the instructions for use which state: ¿operation manual inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function in the instructions for use, pre cleaning and manual cleaning methods for air and water supply channels are described as follows: reprocessing manual precleaning the endoscope and accessories flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories clean the external surfaces flush the air/water channel with detergent solution.¿ olympus will continue to monitor the field performance of this device.